Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025 it was reported that the patient went to the emergency room (ER) after detecting ketones in her urine during a self-test at home. At the time, the dexcom app was experiencing a brief sensor issue and did not show egv. The dexcom app did not provide a high glucose alert, and she was reportedly unaware of her hyperglycemia until checking the bg at 400 mg/dl. The patient reported this delay in detection and response likely contributed to the development of ketones. The patient reported symptoms of nausea and frequent urination. She did not specify how long the dexcom app was in brief sensor issue prior to symptom onset. Concerned by her symptoms and the presence of ketones, she went to the emergency room. Upon arrival at the emergency room, the patient received IV insulin and remained there for approximately 3 hours. The patient did not remember the bg reading at the emergency room. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.